Event description:
Device malfunction: difficulty capturing filter. Time of malfunction: during the procedure. Symptoms: ae: none. It was reported that during a right internal carotid artery stenting procedure, the rx accunet 2 "low profile flexible" design recovery catheter was unable to reach the target lesion; however, the rx accunet "shapeable tip" design successfully recovered the filter. There was no adverse patient sequela reported. One day postprocedure, the patient was discharged to home. There was no additional information provided.

Manufacturer narrative:
Study event. Evaluation summary: the rx accunet embolic protection system comes with two recovery systems, a shapeable tip design (rci), and a low-profile flexible tip design (rc2). The shapeable tip design is torquable and steerable. The low profile design is more flexible and is designed to deflect into place while advancing. It is the discretion of the user based on preference and experience to use the recovery system that is appropriate for the procedure. The patient had a heavily calcified lesion and 90% stenosis which could have contributed to the event. Based on the available information, a conclusive cause could not be determined. No corrective action will be implemented in this case, as there does not appear to be any indications of a product quality issue. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. A review of the lot history record associated with this device revealed that the device met the acceptance criteria.